Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a m2a hip arthroplasty (B)(6) 2010. A subsequent revision was performed (B)(6) 2013 due to unknown reason. The cup, head and adapter were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient allegations of pain, dysfunction, loss of range of motion, elevated metal ion levels, swelling, inflammation, damage to surrounding bone and tissue and lack of mobility. Lawsuit further alleges the presence of yellow to light gray synovial fluid and bone loss behind cup during the revision.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-03968 & 2014-00800/-00801).

Event description:
It was reported patient underwent a m2a hip arthroplasty (B)(6) 2010. A subsequent revision was performed (B)(6) 2013 due to unknown reason. The cup, head and adapter were removed and replaced. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a m2a hip arthroplasty (B)(6) 2010. A subsequent revision was performed (B)(6) 2013 due to unknown reason. The cup, head and adapter were removed and replaced. Information received from patient's legal counsel reports patient allegations of pain, dysfunction, loss of range of motion, elevated metal ion levels, swelling, inflammation, damage to surrounding bone and tissue and lack of mobility. Lawsuit further alleges the presence of yellow to light gray synovial fluid and bone loss behind cup during the revision. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicate that the revision was due to pain and right iliopsoas tendon impingement. Operative report noted yellow-to-light gray synovial fluid, failed repair of gluteus medius tendon, and pits and scratches on the femoral head. Operative report further noted bone loss and cavitary osteolytic defects behind the acetabular cup.